Event description:
2/8/93-pt had breast implants inserted sometime before 10/11/94. Saline leaked out of the left implant. On 10/11/94 the plastic surgeon removed deflated saline implant and replaced it.